Event description:
Patient presented to emergency room approximately 5 weeks after implant with complaint of chest pain. Suspected post-operative pericarditis found by echo, EKG, chest CT, and blood work. Patient managed in hospital for 2 days with colchicine and high dose aspirin. Event resolved with no further intervention required. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.